Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09999. The patient is implanted with a pns (off-label) system. It was reported, the patient had been experiencing ineffective stimulation coverage in the desired pain pattern due to lead placement since implant. The patient was reprogrammed multiple times to no avail. The patient underwent a revision surgery to reposition the leads to no avail. The patient continues to experience unsatisfactory stimulation coverage and also reports feeling a burning sensation upon increasing stimulation. In addition, the patient has also experienced pocket heating at the ipg site when stimulation is in use. Surgical intervention is pending to address the issues.